Event description:
The knob broke off of the instrument and was recovered from the pt. It was the second use for this instrument. The surgery time was extended two hours due to the incident. The pt is not injured.